Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0kf19, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported continued to have a degree of incontinence since the device was implanted. It was also mentioned that the device never fully worked. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.